Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-may-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received unknown morphine (unknown dose, 51mg/day) in an implantable pump for non-malignant and chronic low back pain. The patient medical history and concomitant medications were unable to be obtained. A catheter access port (cap) procedure was attempted prior to pump replacement for end-of-life. The cap procedure was unable to be completed due to the inability to aspirate. The catheter was scheduled to be replaced with the pump. The cap procedure was performed by the referring hcp (managing hcp). Per the reporter, the manufacturer representative indicated the catheter was clogged and that there was no way to determine how much medication the patient was actually receiving. The reporter indicated the catheter was not clogged. The old catheter remained implanted. The issue was considered ongoing. The patient status was indicated to be alive with no injury. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the date of the cap procedure was unknown. The patient did not experience any known symptoms. No catheter kink was observed during the replacement procedure. The pump was discarded due to end-of-life, the catheter still remained in the patient and was tied off. The neurosurgeon did not want to remove catheter due to possible granuloma. No further information was available.